Event description:
It was reported that during a lap appendectomy procedure, the device locked out on the tissue and could not be released. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Premature sled movement. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected closing or firing? Unk. Was the device eventually opened and removed from tissue? Yes. Was there trauma to the tissue after the device was removed? If so, how was it corrected? Unk. Is there any other additional information you would like to share about this device or procedure? No. The ec45a device was received for analysis with no visual non-conformances and with an ecr45m cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.